Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. It was reported that the 3.5x16mm graftmaster covered stent was deployed at 18 atmospheres and noted to seal the perforation. It should be noted in the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use (IFU) specifies the rated burst pressure (rbp) is 16 atm and clearly states not to exceed the rbp. In this case, it is unknown if the IFU deviation contributed to the reported event. The reported patient effect of occlusion is listed in the graftmaster rx coronary stent graft systems IFU as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient presented with a free perforation with extravasation. The 3.5x16mm graftmaster covered stent was deployed at 18 atmospheres and noted to seal the perforation. However, post procedure it was noted the covered stent "abrupt closure" [occluded]; however, it is unknown if treatment was provided. There was no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - above rated burst pressure.

Event description:
It was reported that the patient presented with a free perforation with extravasation. The 3.5x16mm graftmaster covered stent was deployed at 18 atmospheres and noted to seal the perforation. However, post procedure it was noted the covered stent "abrupt closure" [occluded]; however, it is unknown if treatment was provided. There was no clinically significant delay reported. No additional information was provided.